Manufacturer narrative:
(B)(4). No return product evaluation could be completed as the device was not returned for investigation. The device lot number was not reported for this investigation. Case details were reviewed. Following the placement of a sapien 3 valve, an 18f manta closure device was deployed for closure. Following deployment, a complication occurred at the access site, and surgical intervention was called to repair the vessel. Due to no further information or response received regarding this complaint, the root cause of the delivery of the implant not being effective in creating hemostasis requiring surgical intervention remains inconclusive. The manta IFU precautions if bleeding from the femoral access site persists after the use of the manta device, assess the situation. Based on the amount of bleeding, use manual or mechanical compression, application of balloon pressure, placement of a covered stent, and/or surgical repair to obtain hemostasis. There appears to be no product quality issue concerning manufacturing, documentation, or labeling. The der process will continue to monitor and investigate any similar events.

Event description:
It was reported that: "as reported by the field clinical specialist, after successful implant of a valve a complication at the access site occurred due to a manta failure. A cutdown was performed to repair the vessel. There was no allegation of any device that caused the event. This report reflects information received by FDA." No other information has been received.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "as reported by the field clinical specialist, after successful implant of a valve a complication at the access site occurred due to a manta failure. A cutdown was performed to repair the vessel. There was no allegation of any device that caused the event. This report reflects information received by FDA." No other information has been received.